Event description:
During a follow-up, episodes of noise which resulted in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) channel of the device. The suspected cause of the noise was due to electro-magnetic interference (emi). No intervention was performed and the patient was stable and will continue to be monitored.